Event description:
It was reported that after an unknown procedure, some days after the procedure the patient returned to the hospital with the spacer. This had come from her vagina and had been left inside.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.